Manufacturer narrative:
The investigation of positioning issues and low pump flow, has been completed. The impella device was not returned for evaluation. The root cause of the positioning issue most likely was patient condition related since patient had left ventricle (lv) aneurysm and the left ventricle repeatedly pushed the device out of the heart. The cause of the low pump flow issue cannot be determined since complaint device not returned for analysis and insufficient clinical data provided. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-27187 as it is unknown if the initial reporter also sent the report to the food and drug administration. H6 code 1884 was erroneously entered on the initial manufacturer device report number 1220648-2025-27187.

Event description:
The complainant reported a patient with an acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support experienced an access site hematoma, positioning issue and low flows requiring intervention. However, the patient would subsequently expire. The patient underwent a catheterization which showed 100% occluded left anterior descending artery, 95% occluded circumflex and right coronary arteries with an ejection fraction of 35%. During the percutaneous coronary intervention, ballooning the right coronary artery, the patient had a seizure, and the decision was made to implant an impella cp device. Approximately five minutes after the impella cp device implant, a "large" hematoma developed at the access site. Manual pressure was applied; however, the patient's blood pressure began to rapidly drop. Low pump flows were then encountered, and repositioning proved to be difficult as the left ventricle repeatedly pushed the device out of the heart. Cardiopulmonary resuscitation was subsequently initiated; however, the flows kept dropping and a code was called. Ultimately, the patient expired.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: general patient care considerations: "assess access site for bleeding and hematoma." Section: entering cardiac output: use of the repositioning sheath and peel-away introducer: "remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site." Section: potential adverse events: "acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury" (including ventricular perforation).